Event description:
Surgeon revised patient's right hip - removed head and liner. A 36mm e liner and a v40 36 plus ten head were removed. A constrained size e insert was implanted with a v40 22mm plus 3 head.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 36mm e liner. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.